Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure performed on an unknown date. During the procedure, the device was blocked and did not work. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to november 1, 2024, based on the date the manufacturer became aware of the event. Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure performed on an unknown date. During the procedure, the device was blocked and did not work. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h2: correction: correction to block unique identifier (UDI) #. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure performed on an unknown date. During the procedure, the device was blocked and did not work. The procedure was completed with another device. There were no patient complications reported as a result of this event.